Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Evaluation summary: the cause of the rupture was no identified.

Event description:
It was reported that the bladder ruptured in a small volume infusor during filling with unknown medication. The bladder was slowly and manually filled using a syringe. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a ruptured bladder. Microscopic examination found markings on the exterior surface of the reservoir near the rupture line. The reported condition was confirmed. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.